Event description:
During a review of the pt's programming history, it was found that generator diagnostics were performed at a routine office visit which resulted in changing the pt's settings (loss of therapy). The setting change was not found until a office visit at a later date at which time, the physician began to increase in the pt's settings. There were no reports of any pt adverse events as a results.